Manufacturer narrative:
Unable to perform basic occlusion, occlusion, prime/delivery, the excessive no delivery test due to end cap broken off. Pump was received with scratched lcd window, cracked on lcd at upper right and bottom left corners, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose of 390 mg/dl, which was treated with bolus wizard. Customer had symptoms of high blood glucose; customer had blurred vision. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported of not knowing status of drive support cap. Customer states there were no leaks but there was air bubbles; there were no site or insulin issues; and settings were correct.